Event description:
It was reported that the customer experienced low blood glucose levels of 49 mg/dl. The customer stated that he had tested his blood glucose before lunch and entered his blood glucose and carbohydrates into the insulin pump. The customer stated that he was working with his healthcare provider to find the settings on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.